Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: the hot tip of light cable had in fact burnt the patients right anterior knee. Probable root cause: - light cable - leds - main board - jaw assembly - bent esst contact - inconsistent esst contact - camera head - firewire cable - software - front board - power supply - thermal switch - touch screen - workmanship - inadequate calibration - use errors. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the patient was burned.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the patient was burned.